Manufacturer narrative:
Complaint conclusion: a saber balloon catheter (bc) was delivered to the left popliteal artery through a guiding catheter (55cm brite tip. However it got stuck when its distal tip was shoved in. At this point the balloon was inflated to nominal pressure with an unknown inflation device. After that, it ruptured at over 10 atm (ten atmospheres) during the second dilation. The balloon was removed intact from the patient and another new balloon was used. There was no reported patient injury. The procedure was finished successfully. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device did prep normally, maintaining negative pressure. The unknown contrast media to saline ratio is unknown. An ipsilateral antegrade approach was made for heavily calcified lesion with a sheath introducer. A guidewire was used and a guidewire crossed the lesion. A micro catheter was delivered but it could not cross. All the following information is unknown; resistance/friction while inserting the balloon through the rotating hemostatic valve, resistance/friction while inserting the balloon through the guide catheter, difficulty advancing the balloon catheter through the vessel, the balloon catheter kinked while being used, how many times the balloon was inflated or how many times the balloon was inserted into the patient. It is unknown if there was any difficulty removing the balloon catheter from the patient. The lesion was not tortuous and the rate of stenosis was 99%. The product was returned for analysis. One non-sterile saber 2mm x 2cm 90cm bc was returned. Per visual analysis the balloon was deflated and appeared to have been inflated. The body/shaft was undamaged. No other visual anomalies were observed in the returned device. A leak test was performed and a leak was noted in the balloon¿s proximal end. Per sem analysis the balloon¿s external and internal surfaces revealed no evidence of damage near to the leakage. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17097255 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 99%) may have contributed to the burst. Procedural factors, such as the distal tip getting stuck when it was ¿shoved in¿ through the guide catheter, indicating force may have been applied inappropriately, may also have been a contributing factor to the event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. The minimal acceptable sheath introducer/guiding catheter size is printed on the package label. Do not attempt to pass the pta catheter through smaller size sheath introducer/guiding catheter than indicated on the label. Use of a smaller than indicated accessory device can lead to introduction of air into that device as the balloon catheter is advanced, which may not be removed during air aspiration¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant medical products: sheath introducer (6f terumo), guidewire (naveed,terumo/ chevalier 14 floppy,fmd), guidewire (treasure xs12, st. Jude medical), and micro catheter (prominent, tokai medical). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
A saber balloon catheter was delivered to the left popliteal artery over a guiding catheter (55cm brite tip. However it got stuck when its distal tip was shoved in. At this point the balloon was inflated at nominal pressure with an unknown inflation device. After that, it ruptured at over 10 atmospheres (atm) during second-dilation. The balloon was removed intact from the patient and another new balloon. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device did prep normally, maintaining negative pressure. The unknown contrast media to saline ratio is unknown. (Sleek 1.5mm/3.0mm) and the procedure finished successfully. There was no reported patient injury. An ipsilateral antegrade approach was made for heavily calcified lesion with a sheath introducer (6f terumo). A guidewire (naveed,terumo/ chevalier 14 floppy,fmd) were used and a guidewire (treasure xs12, st. Jude medical) crossed the lesion. A micro catheter (prominent, tokai medical) was delivered but it could not cross. All the following information is unknown, resistance/friction while inserting the balloon through the rotating hemostatic valve, resistance/friction while inserting the balloon through the guide catheter, difficulty advancing the balloon catheter through the vessel, the balloon catheter kink while being used, how many times the balloon was inflated or how many times the balloon was inserted into the patient. It is unknown if there was any difficulty removing the balloon catheter from the patient. The lesion was not tortuous and rate of stenosis was 99%.the product will be returned for analysis.